Event description:
According to the information received, patient underwent a laparoscopic hysterectomy bilateral sapling oophorectomy. Intra-operatively, while mobilizing the bowels, the lap bowel grasper tip broke and it was seen dislodged on the laparoscopic tv system. Due to the nature of the surgery that patient has enormous fibroid, the surgery was converted to an open surgery. The broken tip was then retrieved safely under direct vision. It matches the outer and inner insert of the faulty broken bowel grasper.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The customer complaint regarding a broken clickline insert was confirmed during inspection. · the distal end of the pull rod was found to be broken off. · this type of damage suggests that lateral forces may have acted on the bayonet lock, potentially leading to internal breakage of the pull rod. · additionally, the age of the insert may have negatively impacted the material properties, contributing to the failure over time. The failure is most likely due to a combination of mechanical stress on the bayonet mechanism and material fatigue related to product age. No manufacturing defects were identified during the investigation. Users are reminded to follow the IFU recommendations, including routine inspection of inserts for wear or damage, especially when reusing instruments over extended periods. The event is filed under internal karl storz complaint ID: (B)(4).